Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump display was damaged and illegible. Customer's blood glucose (bg) displayed "low" on the continuous glucose monitor. Customer consumed carbohydrates to address low bg. Customer reverted to an alternate method of insulin therapy.